Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : if other specify, imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Customer provided sample photo only. No device was returned.

Event description:
It was reported that the nurse found ¿many bubbles were passing through¿ the pump module ¿without detecting them.¿ the event occurred during infusion of lipids and tpn. Current accumulated air-in-line configuration is set at 75 microliters. There was patient involvement but no patient harm.

Event description:
It was reported that the nurse found ¿many bubbles were passing through¿ the pump module ¿without detecting them.¿ the event occurred during infusion of lipids and tpn. Current accumulated air-in-line configuration is set at 75 microliters. There was patient involvement but no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: unique device identifier (UDI)#, PMA / 510(k)# added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative. Investigation summary: the report of air in line with no alarms could not be confirmed in the logs or replicated during laboratory testing. ¿ onsite testing performed on the two suspect pump modules following the air in line threshold product analysis procedure found the suspect pump modules operating in specification. ¿ the suspect pump modules single air detection was set for 75l with accumulated air enabled. ¿ the suspect device passed worst case testing for single air bolus detection ¿ the suspect devices passed accumulated air testing ¿ additional single air bolus testing with a for 50l found the pump module tested passing as expected. ¿ a review of the pcu error log found no errors or malfunctions related to the air detection system. ¿ the individual pump module error logs found no errors or malfunctions related to the air in line detection system ¿ external inspection of the two (2) suspect pump modules found no irregularities. ¿ the bd alaris pump module air in line tip sheet states that when inserting the tubing into the ail detector, use a fingertip, and firmly push tubing toward the back of the ail detector. Close the roller clamp on the tubing set and pause the channel before replacing a fluid container to avoid air from entering the IV tubing. Allow solutions to warm to room temperature, if possible. (When infusing a chilled solution, air bubbles may form as cold solutions begin to warm.) ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of reported failure to alarm air in line is suspected to be the result of observed air boluses being smaller than the 75l single air bolus setting required to trigger an air in line alarm. Onsite testing performed on the suspect pump modules found the air detection system operating as expected.

Event description:
It was reported that the nurse found ¿many bubbles were passing through¿ the pump module ¿without detecting them.¿ the event occurred during infusion of lipids and tpn. Current accumulated air-in-line configuration is set at 75 microliters. There was patient involvement but no patient harm.